Manufacturer narrative:
D4 serial number and UDI updated to remove leading 0s. H6 medical device problem code was revised from a141204 to a141203.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the pump stop / pump not detected was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
Clinical narrative: a 65-year-old male with heart transplant rejection and a pre-support clinical condition consistent with scai shock stage e was supported with an impella 5.5 (sn (B)(6)) via right axillary/subclavian surgical arterial access. On (B)(6) 2026, the local on-call team was notified by the sicu nurse that the automated impella controller (aic) (sn (B)(6)) was alarming ¿controller error.¿ the patient¿s vital signs were reported as stable prior to any intervention. Per clinical decision, the abiomed local team replaced the aic. A new aic was obtained, powered on, and the purge cassette and white connector cable were transferred from the original controller. Upon initiation, the replacement aic alarmed ¿impella defective¿ and the pump would not run. Pump reconnection did not resolve the issue. No further device troubleshooting restored functionality. Subsequently, care was withdrawn, and the patient expired. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.